Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for cocked stopper was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of improper assembly causing a cocked stopper. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported that after use with bd vacutainer® edta 2k the stopper was loose and slanting while in the tube. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the stopper of the blood collection tube was slanting. The agency informed that the stopper of the blood collection tube was slanting.